Manufacturer narrative:
Analysis of the information provided indicates that the cause for the discordant elevated troponin I (tni) result is user error. The siemens customer care center representative investigated the incident with the customer and determined that the customer had used the incorrect sample diluent for the cardiac troponin I (tni) sample which had originally given an assay range error flag. The customer performed a 1:10 dilution of the affected patient sample with deionized (di) water and processed this diluted sample. The customer resolved the error by using the correct diluent (ctni sample diluent) per instructions for use directions. Tni quality control was within laboratory ranges at the time of the incident. The instructions for use for the cardiac troponin I flex® reagent cartridge contains the following information: "manual dilution: dilute with ctni sample diluent (cat. No. Kd692) to obtain results within reportable range. The recommended dilution factor is 5. Enter dilution factor on the instrument. Reassay." The device is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant elevated troponin I result (tni) was obtained on a patient sample on the dimension exl system. The result was reported to the physician and was not questioned. The same sample was tested for troponin I (tni) after re-dilution with the appropriate diluent and a lower result was obtained. A corrected report was issued. There was no known impact on patient treatment or care and no alleged patient harm.